Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.1 hardware: iphone18.2 cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with hyperglycemia. The patient's blood glucose levels reached greater than 250 mg/dl while wearing the pod for an unknown duration. While the patient was asleep, they did not notice that the pod had deactivated. The pod's auto-off feature was enabled at this time, causing the pod to deactivate. Symptoms reported include difficulty of breathing. The patient was treated with intravenous insulin and was discharged approximately 2 hours later. The pod was discarded and a new pod was applied.